Event description:
It was reported the patient presented during implant procedure. During procedure, it was noted that the left ventricular lead performed inappropriate low voltage output and extra-cardiac stimulation, resulting in diaphragmatic pacing issue and discomfort. The reported lead was not installed. The patient was in stable condition.

Manufacturer narrative:
The reported events were extra cardiac stimulation and inappropriate lv output. As received, a complete lead was returned in one piece. The reported event of inappropriate lv output was not confirmed. Electrical tests and x-ray examination were normal. Visual inspection of the lead did not find any anomalies.